Manufacturer narrative:
(B)(4). The customer reported the ac power led is not switching on. There was no report of pt involvement. The device was evaluated by a philips field service engineer. The reported symptom was clarified as the device fails to power up on ac or battery power. The power pca was found to be the root cause. We are considering this a power pca malfunction.

Event description:
The customer reported the ac power led is not switching on. There was no report of pt involvement.